Event description:
Sensor filament failure on two freestyle libre cgm. Both reported sensor error and need to replace. One filament fell out the back of sensor and other reported to replace. The app doesn't read these sensors and asked to remove and replace. When I removed it all looked normal. Filament in subcutaneous tissue of the back of the arm. Both sensors error and replaced but none are working. FDA safety report ID# (B)(4).